Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, due to calcified and tortuous anatomy, challenges arose advancing esheath+ past iliac into aorta. There was resistance inserting the esheath. Vessel dilation and shockwave was performed, and the delivery system was successfully introduced. Valve deployment was successful. Upon shooting right peripheral anatomy post delivery system removal, a dissection was discovered. Ballooning and peripheral stent was implanted from right superior iliac to common femoral. Patient successfully left room in stable condition. Upon follow up, the expansion tool was used (esheath+). The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. The thv was crimped and delivery system prepared per IFU. There was no ew devices damaged during the case. The degree of tortuosity is severe. Degree of vessel calcification is moderate to severe. Minimum luminal diameter 5.5mm. The device was discarded.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was unable to be confirmed with no returned product or relevant device/procedural imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the degree of vessel tortuosity and calcification was 'severe'. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.